Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated the architect monitor screen went black and the sample handler (rsh) stopped moving. At that time the computer was no longer powered on. Upon powering up the computer the tech heard a noise then observed and smelled smoke coming from the cpu. The cpu was then unplugged. There was no evidence of fire observed. There was no personal injury, impact to patient management, or facility damage reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.

Manufacturer narrative:
An investigation was performed which included a review of the information provided by the abbott field service engineer (fse), the service history of the instrument, tracking and trending metrics, as well as labeling and safety specifications for the architect c4000. The monitor screen of architect (B)(4) went black and the rsh abruptly stopped while processing samples. The system control center (scc) computer power was found to be off. When the customer attempted to power up the scc they heard a noise followed by the observation of smoke from the scc central processing unit (cpu). During the site visit for the event, the field service engineer (fse) replaced the scc cpu which resolved the issue. The fse found no evidence of burning or charring with the scc cpu power source. The scc was not returned for investigation. A review of service history was performed and no contributing factors on or around the date of the event were found. Further service history review of the architect analyzer identified no prior replacement of the scc cpu. There were no subsequent reports of smoke / burn since the scc cpu was replaced. The architect system operations manual provides labeling with regard to electrical hazards and emergency shutdown. The architect c4000 system service & support manual provides information regarding electrical hazards and instructions for replacing the scc cpu. A review of the 2016 ul certification memo shows adequate information is provided, noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The scc cpu is utilized on the architect i2000, i2000sr, i1000sr, as well as the c4000, c8000, and c16000 systems with a combined july 2016 part census of (B)(4). A review for similar complaints for a smoke/burn scc cpu found (B)(4) additional complaint. This similar complaint had a different root cause as the scc power supply was the part which smoked/burned. This current complaint the fse found no evidence of burning or charring with the scc cpu power source. A review of complaints on the architect c4000 system did not identify any trends for smoke/burn events. Based on this investigation no malfunction, systemic issue or product deficiency was identified for the scc cpu or the architect c4000, serial number (B)(4).